Manufacturer narrative:
Surgical notes from the primary surgery were provided. No complications were noted and the pt was said to be discharged in good condition. Post-op x-rays were also provided. The x-rays appear normal. The pt was revised to a larger shell, liner, and femoral head and has not dislocated since the revision. The dislocations may have been caused by one or more of the following: malpositioning of the hip replacement implants; neuromuscular problems or other medical conditions; excessive weight gain or physical activity; failure to preserve strength in the abductor muscles; failure to restore leg length and/or proper tension of the tissues around the hip; poor quality of bone; and/or prior surgery or fracture through the hip joint. However, a definitive cause for this issue cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It was reported that pt underwent a closed reduction due to a dislocation.